Event description:
A customer from the (B)(6) contacted customer service about her contour meter. She alleged that one evening she tested her blood glucose and received a reading of 22 mmol/l. She retested 30 mins later and received a reading of 21 mmol/l. She then ate some toast and took 12 units of insulin. A few hours later, she felt hypoglycemic and an ambulance was called. Paramedics tested her blood glucose at 1.9 mmol/l. The customer was admitted to the hospital. No other info was provided about the event. At this time, it does not appear any product will be returned.